Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, (B)(4), was being used during a shoulder arthroscopy on (B)(6) 2020. It was reported that, "the unit broke during surgery, but the piece actually broke off on the table afterwards when they went to examine the jaws. The jaws would not close and the surgeon played with it afterwards. The piece that broke off was on the back table." The procedure was completed as planned with an alternate device and a 2-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient due to this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have not been reviewed since the device is manufactured by a contract manufacturer. The service history was reviewed, and no data was found. (B)(4). Per the instructions for use, the user is advised to avoid lateral stresses to the instrument or device function may be compromised. The IFU also advises the user to inspect the instrument to ensure it is in good physical condition and functions properly; there should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.